Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 680 mg/dl. Customer also reported that insulin pump was not working and changed out his infusion set twice and his blood glucose was not coming down. The insulin pump will not be returned for analysis.